Event description:
Major pump unit(s) involved: blood pump. Additional text: xve pump end of life. Specific component(s) involved: other component malfunction, specify. Additional text:. Other component: xve pump end of life. Causative or contributing factor: no specific contributing cause identified. Other cause:. Intervention(s): switch from vented electric to pneumatic-mode. Other intervention:. Implant device type: rvad. Malfunction device type:.

Event description:
Major pump unit(s) involved: blood pump. Specific component(s) involved: other component malfunction, specify.